Manufacturer narrative:
Device evaluation: h10: vyaire failure analysis inspected the assembly found missing fuse (f301). The component was installed in a good vela host base unit showed motor fault alarms upon start up. Used multi-meter at p2-1 (48 volts is present) traced voltage path to mosfet q210 which drain at .4018 volts. The reported issue was able to confirmed and duplicated, issue is isolated to faulty q210 mosfet, p-chan, -48a, -200v, to-247 part number: 68488. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed motor fault. As of this time, there is no information about patient involvement associated with this reported event.